Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead exhibited loss of capture. The cause was dislodgement confirmed by fluoroscopy. The right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.